Manufacturer narrative:
The outcome of the surgery was not affected and there was no harm to user or to patient as a result of the reported issue. Leaving the broken pleuristik piece in, is not expected to have any detrimental effect on the patient as it is made of an implant grade material compliant to astm f2063. On further following up with the distributor, it was learnt that the surgeon adjusted the angle of pleuristik prior to the surgery, which might have contributed to the reported issue. The rep also indicated that excessive force may have been used while making insertions. It is important to note that both the devices used in the surgery belong to the same lot. Device history record of the lot in question indicated no manufacturing, inspection or release discrepancies relative to the reported issue. The parts comply with all applicable material standards. No other customer complaints were received for this lot to date. The complaint is considered closed.

Event description:
A nanofx guidewire was reported broken approximately after 3-4 insertions during a bilateral knee microfracture surgery. The distal tip of the pleuristik was implanted in the patient's patella. The surgeon used another nanofx guidewire that was readily available to finish the surgery. Using the same guide wire, the surgeon had performed microfracturing technique on patient's left knee.